Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material separation, patient effect, and subsequent treatment appear to be related to the operational context of the procedure. In this case, analysis of the returned device confirmed the reported tip separation. The coils at the separation were stretched and the polymer was noted to be torn and uneven. This type of damage is consistent with manipulation of the wire against resistance. It is possible that the wire interacted with an accessory device or the patient¿s anatomy during the procedure, resulted in the reported tip separation; however, based on the information provided this cannot be confirmed definitively. Additionally, it was reported that a stent was deployed to embed the separated tip of the guide wire to the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, it was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification. Prior to reaching the lesion in the subintimal artery, the nitinol portion of the guide wire separated. An additional ht command guide wire was returned for device analysis. Return device analysis found the polymer coating, core and coils were separated approximately 12.6 centimeters (cm) distal to the proximal end of the polymer coating. The separated distal portion of the polymer coating, core and coils, including the tip ball, were returned with bent core. The polymer coating material at the separation was stretched, torn, twisted and uneven. No additional information was provided.

Event description:
It was reported that during use of the ht command 300 guide wire (gw) in an unspecified procedure the tip separated in the patient. Therefore, a stent was deployed to embed the tip of the gw to the vessel wall. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.